Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025 11:30 am. The sensor's site was in the left arm. It was confirmed that an incision was made to attempt to remove the sensor. Sensor wasn't palpable before the incision. Transmitter and ultrasound was used to localize the sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.